Event description:
It is reported that the device was implanted in 2004. Post-op x-rays showed what appeared to be a loose baseplate. The device was revised in 2006.

Manufacturer narrative:
This report will be amended when our investigation is complete.